Manufacturer narrative:
One device was received. Per device analysis, the complaint was verified by testing and visual inspection. The probable cause is pressure regulator and damaged elbow fitting. Replaced pressure regulator and elbow fitting to resolve the report error. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Reporter phone extension: (B)(6). Device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the during the clinical training, the unit failed. The device would not hold pressure. The customer felt this was due to the faulty y connector. This was an out of box failure. There is no patient involvement and no harm/adverse event reported.